Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit failed the airflow test. Fse performed troubleshooting and the unit failed the airflow test. Diagnostic code indicated that the air valve was stuck shut. No patient or user harm was reported.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The manufacturer's field service engineer (fse) confirmed that the unit failed the air valve test. The fse replaced the air valve and performed the required tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 06 november 2019. Date of this report: 07 november 2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the customer returned blower air valve was tested and no failures were identified.